Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient underwent surgical intervention for mesh removal, hospitalization, disability, injury, chronic pain, additional medical treatment, depression; however, no details have been provided. No manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder. There were no manufacturing abnormalities that may have contributed to this complaint. Information provided by the patient's attorney is limited and review of the fmea and IFU does not identify a root cause of the patient's alleged post-op complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of recurrent ventral hernia and was implanted with bard/davol composix e/x hernia mesh on or about (B)(6) 2012. The patient underwent revision surgery on or about (B)(6) 2019 to repair and/or remove the defected mesh. Attorney alleges that the patient was injured severely and permanently, suffers and will continue to suffer from chronic pain, physical pain and mental anguish. It is alleged that the patient sustained disability, hospitalizations, experienced psychological stress and depression. It is alleged that the patient has undergone and will likely require in the further other forms of care and medical treatments. It is also alleged that the device was defective.